Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was 400 mg/dl. The customer treated with the insulin pump. She stated it ran high due to changes made to the basal rates. The customer declined troubleshooting for high blood glucose.